Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her daughter's pump is not delivering bolus when it says it was delivered. Reported that the meter remote will say the bolus is cancelled and the pump will say the bolus was delivered. Bolus history shows that full bolus amounts were completed. Mother feels that they were not. Mother feels meter remote is correct because daughter has been running high. Reported that daughter has been running high all day. Reported highest blood glucose (bg) today was 500 mg/dl with no symptoms. At time of call back, patient's bg was 401 mg/dl, no symptoms. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia related to the pump's allegedly not delivering boluses.

Manufacturer narrative:
Follow-up #1: date of submission 6/5/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on 03/17/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Meter was not returned with pump. No cancelled boluses observed in current black box. Pump was paired with test meter. A 10u bolus was successfully delivered from the meter to the pump; no errors occurred during testing. Performed a 10u normal bolus and a 10u audio bolus. Both were fully delivered and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.